Manufacturer narrative:
Additional information: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. On an unknown date, the patient was hospitalized due to the event and was treated with vancomycin injection (1gm, intraperitoneal, every 5 days, ongoing and duration was not reported) and meropenem injection (500 mg, intraperitoneal, everyday, ongoing and duration was not reported). The patient was discharged eight days after being hospitalized and has recovered. Pd therapy was ongoing. No additional information is available.